Event description:
Mask appears in average condition, with a yellow air tube and marked and crazed connector. The rubber of the airway tube is smooth to the touch and lacking in its usual resistance. On attempting to bend the tube through 180 degrees, the tube kinked between 45 and 90 degrees. The printing on the airway tube is beginning to fade. It is reported by the hosp that this mask had been used at least 200 times. The airway tube has broken between 40 and 55mm from the backplate. The failure surface is at 45 degrees to the axis of the tube. The area of the failure surface nearest the backplate is close to the outer edge of the tube, the crack runs from 60mm from the connector for a length of 38mm. The crack is around the outer edge of the tube, close to the black line. The crack has penetrated through the material. Most of the crack is straight, but the last 5-10mm on both ends is ragged. At 46mm from the connector, there is a deep scratch in the rubber, 5mm long and perpendicular to the axis of the tube. Without a great deal of further info regarding the history of this mask, it is difficult to provide an accurate explanation of the failure. However, most likely cause of failure is that at some stage, prior to the operation in which failure occurred, the airway tube had been flattened sufficiently to cause the rubber to crack in two places. The force required to cause the cracks being lessened by the excessive use of the mask.